Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 586mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13149. Reportable based on analysis completed on 30-dec-2017. It was reported that crossing difficulties were encountered. The patient presented with acute myocardial infarction. Coronary angiogram revealed the 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.5x15mm non-bsc balloon catheter. A 3.00 x 32mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. After several attempts were made, the device was removed. Another 3.00 x 28mm synergy¿ drug-eluting stent was advanced but still failed to cross the lesion. The procedure was completed with a 2.75 x 32mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.